Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microtainer® tubes with k2e (k2edta) leaked blood. The following information was provided by the initial reporter: ¿blood leakage upon receiving samples, the cap of tubes are uncapped and caused blood leakage¿.

Event description:
It was reported that bd microtainer® tubes with k2e (k2edta) leaked blood. The following information was provided by the initial reporter: ¿blood leakage upon receiving samples, the cap of tubes are uncapped and caused blood leakage¿.

Manufacturer narrative:
Investigation summary : bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed relating to leak and decapping as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.